Event description:
Subsequent to the initially filed report, the following information was received: before use, something was noted to be wrong with the tip of the proglide device. The device was not used in the patient. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Patient codes: 2645 labeled. Device codes: 1506 labeled. Internal file number - (B)(4). Corrections: MFR site: reg #. Patient code 2199 was removed. Device code 3190 was removed. Evaluation summary: the device was returned for analysis. The reported physical property issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.